Event description:
A trilogy evo, japan device was returned to the manufacturer for evaluation due to an allegation that the device displayed "ventilator inoperative" on the screen and had a red screen display. There is no allegation of serious or permanent harm or injury. During the evaluation of the trilogy evo, japan at the service center, an error indicating the machine flow sensor drift above the specification (>0.2lpm) was discovered in the event log (error code 155). The flow sensor was replaced to address this error code. Additionally, the service technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version 1.06.10.00 was also confirmed.

Manufacturer narrative:
The reported failure of evt_mach_flow_drift_high is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.